Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the dressing was less absorption." The dressings were used on either the face or the leg/hand. The dressings were in place for one day. No harm was reported. It was unknown the number of dressings used. Follow up information was requested for the exact location and it could not be confirmed by the reporter. No photographs were provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 9c00786y and malfunction code wnd-pmc02.01 dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate was carried out and as a result, no additional complaint was found; therefore, no trend is observed. Lot 9c00786y was manufactured on 03/11/2019, doyen, with a total of (B)(4) units. A batch record review was performed on 08/21/2021, description duoderm xthin drs 5x20cm (1x10pk) nai to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1704770 and manufacturing order 1465694. The batch record review supports that there were no discrepancies related to the issue reported. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.